Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter telephone number: (B)(6). Investigation is completed. This is an initial final report submission. The device was returned without the original battery pack and with the power cord and tubing cut off. No functional testing could be completed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the handgun appears normal saline but does not spout out while pressing the trigger. At product evaluation investigation it was determined that the device power cord was cut off, exposing wires. No adverse events were reported as a result of this malfunction. No additional event information available.